Manufacturer narrative:
(B)(4)

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ion levels and positive MRI scan findings. Patient developed infection (streptococcus) just before revision and following a hip joint washout on (B)(6) 2015. The surgery was performed in two stages.